Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that his ins takes a long time to charge ever since he got implanted. It was very challenging to get 8 coupling bars because his implant was deep and he had to lay in a certain position and not move in order to maintain good coupling. The implant took about 4 hours for patient to charge and understood that was within normal range but said it was hard for him to stay still that long. Patient said he has tried the belt but the belt doesn't work because it moves around. Patient was sent adhesive discs to try out. Patient added that since they have had an MRI, which was at least 3 months ago, his ins has been acting weird in that it seems like the ins charge doesn't last as long. The ins battery was starting to come back to normal but it felt like the ins battery was draining more quickly . Patient hadn't been using ins as much as before but when he does use it he has stimulation settings turned up really high. Patient was redirected to their hcp regarding patient feeling like ins depletes faster than before. Recharging information was reviewed with the patient. No symptoms and no further complications were reported.